Event description:
The user stated that they had been collecting patient data for an interference study for creatine from (B) (6) 2008 through (B) (6) 2009. Of the data provided, 13 results were found to be discrepant. The first occurrence of discrepant results was on (B) (6) 2008. All results are in mg per dl. Repeat testing was performed the same day as initial testing unless otherwise noted. Sample 1 original result on (B) (6) 2008 was 0.8, repeat result on the same analyzer by a different methodology was 2.2, sample 2 original result on (B) (6) 2008 was 0.7, repeat result on the same analyzer by a different methodology was 2.1, and repeat on the kodak vitros was 1.9. Sample 3 original result on (B) (6) 2008 was 0.6, repeat result was 0.6, repeat result on the same analyzer by a different methodology was 2, and repeat on the kodak vitros was 1.79. Sample 4 original result on (B) (6) 2008 was 0.6, repeat result was 0.7, repeat result on the same analyzer by a different methodology was 1.8, and repeat on the kodak vitros was 1.7. Sample 5 original result on (B) (6) 2009 was 0.7, repeat result on (B) (6) 2009 was 0.8, repeat result on the same analyzer by a different methodology was 1.8, and repeat on the kodak vitros was 1.38. Sample 6 original result on (B) (6) 2009 was 0.8, repeat result was 0.9, repeat result on the same analyzer by a different methodology was 2.1, and repeat on the kodak vitros was 1.74. Sample 7 original result on (B) (6) 2009 was 1, repeat result on the same analyzer by a different methodology was 2.1. Sample 8 original result on (B) (6) 2009 was 0.6, repeat result 0.6 and repeat result on the same analyzer by a different methodology was 1.4. Sample 9 original result on (B) (6) 2009 was 1.0, repeat result was 1.1, repeat result on the same analyzer by a different methodology was 1.9, and repeat on the kodak vitros was 1.65. Sample 10 original result on (B) (6) 2009 was 0.7, repeat result was 0.8, and repeat result on the same analyzer by a different methodology was 1.6. Sample 11 original result on (B) (6) 2009 was less than 0.4, repeat result was 0.4, repeat result on the same analyzer by a different methodology was 1.6, and repeat on the kodak vitros was 1.08. Sample 12 original result on (B) (6) 2009 was 1.9, repeat result was 1.4, repeat result on the same analyzer by a different methodology was 1.8, and repeat on the kodak vitros was 1.8. Sample 13 original result on (B) (6) 2009 was 1.2 and repeat on the kodak vitros was 1.9. The original results were reported for all patients. The user could not provide information regarding treatment for the patients, but stated he did not think any of the patients were adversely affected. If additional information is received, appropriate notification will be provided.